Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. There was a complaint on app version 1.1. Sn (B)(4). It was reported that the software behaved unexpectedly when moving a plan¿s probe¿s eye view within cranial procedure type. When using the shift key, a plan that was moved at any other point other than the entry did not move as expected. Dragging the plan on the screen resulted in the cursor ending out in space around the anatomy. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through design analysis and reproducibility. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: medtronic received information that the plan could still be adjusted by the user. However, the plan would drift further from the cross hairs from the entry point.